Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 1.2mmx15mmx141cm fg coyote fc (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.